Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 450 mg/dl. The customer reported that the insulin pump was not delivering insulin. The customer reported checking and changing the infusion set and would find that the cannula was bent. The customer reported that he did not receive an alarm regarding the non-delivery of insulin. No additional information was provided.